Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle clog and a suspected broken needle npe. According to the user's report, the drug solution did not come out. The hcp imagined that the patient might have broken the needle during the installation."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle clog and a suspected broken needle npe. According to the user's report, the drug solution did not come out. The hcp imagined that the patient might have broken the needle during the installation."